Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. An internal inspection found no discrepancies. The main knob and button board were replaced as a precaution. The device was recertified and returned to the customer. It's importanat to note that the end user indicated that the device is cleaned with sani wipes which are wet, per their report, they were concerned that the liquid from the wet wipes may have entered into the device. Our internal inspection found no evience of water ingress contamination. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old male patient, the device did not respond to the front panel controls. Complainant indicated that the clinician manually bagged the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.